Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and a definitive cause for the reported difficult deploying the clip could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip deployment difficulty. It was reported that this is a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence there was tension on the clip as it would not detach from the shaft. Troubleshooting was performed, and the clip was deployed. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.